Manufacturer narrative:
B5, describe event or problem: corrected.

Event description:
It was reported that the stent moved on the balloon. A 4.00 x 24mm synergy xd mr ous was selected for treatment. However, during the preparation, the stent appeared visually poorly mounted on the balloon. The device was not in contact with the patient. The procedure was successfully completed with a different device. However, it was later confirmed that the issue was a stent deformation.

Event description:
It was reported that the stent moved on the balloon. A 4.00 x 24mm synergy xd mr ous was selected for treatment. However, during the preparation, the stent appeared visually poorly mounted on the balloon. The device was not in contact with the patient. The procedure was successfully completed with a different device.